Event description:
Implant fracture during insertion.

Manufacturer narrative:
Implant fracture during insertion.

Event description:
Implant fracture during insertion. No other implant was placed in the same surgery.

Manufacturer narrative:
Implant fracture during insertion. No other implant was placed in the same surgery. The implant shows severe damage/deformation in the coronal area. This suggests improper use. Dentist should have consulted instruction for use to prevent this from happen.